Event description:
It was reported that during a visceral surgery, the clips would not advance. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Date sent: 7/26/2007. Eval summary: the analysis results for the mcm20 instrument confirmed that it was returned non-functional. The clip was incorrectly loaded into the clip track, therefore, the remaining clips could not be fed into the jaws. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.